Manufacturer narrative:
Follow-up #1: date of submission 07/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/05/2016 with the following findings: the battery compartment was found to be cracked on the left side of the grip pad and below the grip pad. Unrelated to the complaint, the display was found to be dim and pink.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The battery compartment reportedly was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment.